Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate defibrillation therapy delivered by the right ventricular lead that was under advisory. No additional information was provided.